Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed an errhwbbt. No additional patient or event information is available. No product was returned for evaluation. Data was provided and hardware errors were found. The complaint was confirmed due to the occurence of an error icon. A root cause could not be determined.